Event description:
A driveline disconnect alarm occurred on (B)(6) 2023 at 17:15:04 due to the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning 3 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the relative state of charge (rsoc) within both power cables steadily decreased leading up to the alarm. The patient¿s driveline was disconnected shortly after the alarm on the same day to perform the reported controller exchange. No other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the mpu was not exchanged, and the patient did not experience any symptoms. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record (DHR) for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The unit was shipped to the customer on 23sep2015. Per the DHR review, the mpu was not manufactured with the v-lock ac power cord. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller started to alarm, and they performed a controller exchange. The patient was asymptomatic. Log files revealed a no external power on (B)(6) 2023 at 17:13:23 while connected to the mobile power unit (mpu). A driveline disconnect alarm occurred on (B)(6) 2023, at 17:15:04.